Event description:
The wife of a (B)(6) male pt called zoll customer support to report that one of the pt's batteries was showing a battery fault. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation one of the battery cells had a low voltage of 0.12v. The cause of the low voltage and battery faults was a leaking tri-cell. The root cause of the leaking cell could not be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.